Manufacturer narrative:
Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they performed a spine demo 3d test. The black surtrack calibrated. The system accuracy was confirmed, the pointer and surtrack was navigating properly and accurately. The image was rotating in options and they had been changed to the image fix and the instrument was moving. The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine. It was reported that the health care professional was inaccurate in the procedure. Troubleshooting involved performing a 3d test on a spine demo and black sure track calibrated. System accuracy was confirmed. Verified that the pointer and sur track was navigating properly and accurately. Confirmed that imaging was rotating in options had been changed to image fix and instrument moving. The manufacturer representative stated that difficult to tell in millimeters how inaccurate the procedure was because they were navigating in the opposite side of the spinous process, because the or staff didn't flip the image on the navigation system in addition the image was rotating instead of stationary,  they went on site and gave them a refresh how to flip the images and how to change in options the stationary image. The procedure was completed in 2d mode not navigated. There was less than an hour delay in the procedure. No impact on patient outcome.